Event description:
As reported via the icad study in china, a 43-years old male patient (subject (B)(6) underwent a vascular stent placement procedure using an enterprise2 4mmx23mm (encr402312/ 6920558) on (B)(6) 2024. On 26-aug-2024, the patient experienced the event of ¿carotid artery occlusion,¿ which became known to the site on (B)(6) 2024 and to the sponsor on (B)(6) 2024. The principal investigator (pi) assessed this event as a severe adverse event, that was possibly unrelated to the study device and to the surgical procedure. This event was treated with unspecified medication. The outcome is recorded as ¿symptoms persisted,¿ with no end date listed. The event was not classified as an unanticipated adverse device effect (uade). This event was not classified as a symptomatic cerebral hemorrhage or ischemic stroke, nor did the event result in prolonged hospitalization, fatal illness/injury, or permanent impairment of body structure/body function. There was no device deficiency, and the device remains implanted for continued use. The event is ongoing. No further information was provided. Additional information was received on 12-sep-2024. Summary: the stent was implanted at the ¿right c6 [ophthalmic segment, or c6, of the internal carotid artery (ica)].¿ regarding the event of ¿carotid artery occlusion,¿ the event was clarified as being an in-stent occlusion; ¿yes. The investigator has reviewed the cta images from the local hospital, which show proximal occlusion of the stent.¿

Manufacturer narrative:
Product complaint (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section a1. Patient identifier: (B)(6) section e1. Initial reporter phone: (B)(6). The device remains implanted; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Per the additional information received on 12-sep-2024, the event of a ¿carotid artery occlusion¿ was disclosed as being an in-stent occlusion. Based on this new information, the correlating relationship between the event to the used device as a contributing factor cannot be ruled out. There may be patient, procedural, and pharmacological factors (such as anticoagulation medication interruption) that contributed to the event, with no indication of a device malfunction or defect. However, the event occurred approximately 81 days after the procedure and within the therapeutic lifetime of the device (which is one year). Additionally, the severity of the event is unknown. Therefore, the event of ¿carotid artery occlusion¿ does meet us FDA reporting criteria under 21 crf 803 with the classification of ¿serious injury,¿ with an awareness date of 12-sep-2024. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacture ref# (B)(4). Updated sections on this med watch: a1, a2, a3, a4, b4, b5, d4 (primary UDI number), g3, g6, h2, h6 (health effect - clinical code and health effect - impact code), h11 and concomitant products. Section b5: additional/ modified information was received on 29-aug-2024. Summary: on (B)(6) 2024, the patient experienced the event of ¿cerebral infarction,¿ which became known to the site and sponsor on (B)(6) 2024. The principal investigator (pi) assessed this event as a severe adverse event, that was possibly unrelated to the study device and to the surgical procedure. This event required inpatient hospitalization and was treated with unspecified medication. The outcome is recorded as ¿symptoms resolved,¿ with no end date listed. The event was not classified as an unanticipated adverse device effect (uade). This ischemic stroke was classified as a ¿symptomatic intracranial arterial stenosis inside vascular territory.¿ there was no device deficiency, and the device remains implanted for continued use. The event is ongoing. Further event details were provided as such, ¿on (B)(6) 2024, the patient and family requested discharge, and the patient was told to continue rehabilitation treatment outside the hospital, take medicine regularly, and return to the hospital after national day to continue rehabilitation treatment. On (B)(6) 2024, the patient came back to the hospital to continue rehabilitation treatment. On (B)(6) 2024, the patient and his family requested discharge, and was transferred to a local hospital to continue rehabilitation treatment (the specific situation was unknown). On (B)(6) 2024, the patient came back to the hospital for postoperative 6-month follow-up. Physical examination showed clear consciousness, fine spirit, clear speech, slightly deviated mouth angle towards the right, grade 4 + muscle strength of left upper limb, grade 5 muscle strength of left lower limb, and normal muscle strength of right limb. Nihss 1 point (paralysis facial 1 point), mrs 1 point, the symptoms were better than before. = sae. Follow-up information on 25apr2025: during today¿s telephone follow-up with the patient, it was learned that the patient still presented with a shallow left nasolabial fold, deviation of the tongue to the left upon tongue protrusion, and left-sided limb weakness. Given that the onset of cerebral infarction was more than six months ago, the current symptoms were considered to be residual sequelae. The event end date was (B)(6) 2025. Therefore, the follow-up + summary report for this sae event was submitted. Sae number: (B)(4). The patient did not withdraw from the trial due to this sae. This ischemic stroke event occurred within the vascular territory of symptomatic intracranial arterial stenosis. This sae event is likely not related to the investigational device and is likely not related to the surgical procedure. It is considered that this cerebral infarction was caused by occlusion of the right internal carotid artery, and adverse events related to the right internal carotid artery occlusion will no longer be recorded as ae separately. On (B)(6) 2024, intraoperative angiography showed severe stenosis of the right internal carotid artery, with the length of the stenosis of about 4.18 mm, the diameter of the narrowest site of 0.60 mm, the diameter of the normal site proximal to the stenosis of 2.40 mm, the diameter of the normal site distal to the stenosis of 2.60 mm, and the stenosis rate of about 75%, and the proximal and distal ends of the right internal carotid artery were normal. After evaluation, it was confirmed that the subject met all inclusion criteria and none of the exclusion criteria for icad study in china, and the subject can be enrolled and implanted with the study device. A 2*9 mm gateway balloon was brought up and across the stenotic segment and dilated at the working pressure, and later the angiography showed that the stenosis was improved than before. Exchanged to a 2.25*15mm swide drug-coated balloon into the stenotic segment, positioned it and then dilated it at working pressure, and the balloon was slowly dilated for 1 min to the standard pressure, with a pressure of 6 atm and a dilatation time of 1 min. Later the angiography showed that the stenosis was slightly improved, and exchanged to prowler select plus micro catheter (inner diameter: 0.021 inch, length: 150 cm). The enterprise 2 4.0*23 mm stent (strength and model: enci402312, lot 6920558) was brought up and released across the stenotic segment. The angiography showed that the stent was fully opened, the forward blood flow was normal, the diameter of right internal carotid artery stenosis was 2.30 mm = on (B)(6) 2024, intraoperative angiography showed severe stenosis of the right internal carotid artery, with the length of the stenosis of about 4.18 mm, the diameter of the narrowest site of 0.60 mm, the diameter of the normal site proximal to the stenosis of 2.40 mm, the diameter of the normal site distal to the stenosis of 2.60 mm, and the stenosis rate of about 75%, and the proximal and distal ends of the right internal carotid artery were normal. After evaluation, it was confirmed that the subject met all inclusion criteria and none of the exclusion criteria of icad study in china. The subject can be enrolled and implanted with the study device. A 2*9 mm gateway balloon was brought up and across the stenotic segment and dilated at the working pressure, and later the angiography showed that the stenosis was improved than before. Exchanged to a 2.25*15mm swide drug-coated balloon into the stenotic segment, positioned it and dilated it at working pressure, and the balloon was slowly dilated for 1 min to the standard pressure, with a pressure of 6 atm and a dilatation time of 1 min. Later the angiography showed that the stenosis was slightly improved, and exchanged to select plus micro catheter (inner diameter: 0.021 inch, length: 150 cm) please specify the sae 2: the diameter of the normal site proximal to the stenosis was 2.90 mm, the diameter of the normal site distal to the stenosis was 2.30 mm, and the residual stenosis was 20.7%. The technique was successful. The patient's postoperative condition was stable and was discharged on (B)(6) 2024. The patient was told to continue oral drug therapy outside the hospital. In early (B)(6) 2024, the patient visited a local hospital due to gout, and the local doctor advised the patient to discontinue clopidogrel, and rosuvastatin calcium tablets was changed to once every 2 days. On (B)(6) 2024, the patient developed weakness of left limbs in rest state, inability to hold objects for left upper limb and inability to walk for left lower limb, and immediately visited (B)(6) hospital. Head MRI showed multiple cerebral infarction and occlusion of right internal carotid artery. The symptoms were not significantly improved after hospitalization (details unknown). Now for further treatment, the patient was admitted to our department as "cerebral infarction" by the outpatient department on (B)(6) 2024. Additional/ modified information was received on 11-oct-2024. Summary: on (B)(6) 2024, a clinical event committee (cec) was received regarding the event of ¿cerebral infarction.¿ the cec assessed the event as being possibly unrelated to the study device and unrelated to the procedure. The cause of the event was reported as, ¿premature discontinuation of antiplatelet drugs leading to vascular occlusion and stroke on the operated side.¿ additionally, the ischemic stroke was classified as a ¿symptomatic intracranial arterial stenosis within vascular territory¿ which developed within the 30 days after the surgery. Additional event details were reported as such, ¿the patient was admitted to our department on (B)(6) 2024, with the complaint of ¿detection of cerebral artery stenosis for over one month¿ and was admitted through the outpatient clinic with the diagnosis of ¿brain infarction and intracranial artery stenosis¿. On (B)(6) 2024, the patient voluntarily participated in the study titled ¿implantation of intracranial stent (cerenovus enterprise 2 intracranial stent) in patients with severe symptomatic atherosclerotic intracranial artery stenosis: a chinese multicenter, prospective, single-arm target value study (china icad study)¿ sponsored by medos international sarl and represented by johnson & johnson medical (B)(6) ltd. The patient signed the informed consent form (version: special edition for the first affiliated hospital of (B)(6), version 3.2, dated 29aug2023) with a screening number of 1322. On (B)(6) 2024, intraoperative angiography revealed severe stenosis of the right internal carotid artery. It was confirmed that the subject met all the inclusion criteria and none of the exclusion criteria for the china icad study. The subject was enrolled, and the study device, an enterprise 2 4.0*23mm stent (model: enci402312), was implanted, with a residual stenosis of 20.7%, indicating technical success. On (B)(6) 2025, the investigator received the subject¿s local hospitalization records for evaluation and obtained the following information through a telephone conversation with the subject: on (B)(6) 2024, the subject developed melaena without obvious predisposing factors, presenting as tarry stools. On (B)(6) 2024, an outpatient complete blood count (cbc) revealed a hemoglobin level of 120 g/l and positive fecal occult blood. The subject was prescribed ¿pantoprazole, kang fu xin ye, and sucralfate¿, but the symptoms did not improve. The subject was admitted to the local hospital¿s department of gastroenterology on (B)(6) 2024. Relevant examinations were conducted after admission: cbc ((B)(6) 2024): erythrocytes 2.79 () ×10^12/l, hemoglobin 79 () g/l, hematocrit 25.1 () %, plateletcrit 0.298 () %; cbc ((B)(6) 2024): erythrocytes 2.87 () ×10^12/l, hemoglobin 81 () g/l, hematocrit 26 () %, mean hemoglobin concentration 314 () g/l, platelets 369 () ×10^9/l, plateletcrit 0.328 () %; cbc ((B)(6) 2024): erythrocytes 2.65 () ×10^12/l, hemoglobin 81 () g/l, hematocrit 25 () %, platelets 399 () ×10^9/l, plateletcrit 0.345 () %; cbc ((B)(6) 2024): erythrocytes 3.01 () ×10^12/l, hemoglobin 82 () g/l, hematocrit 27.1 () %, mean hemoglobin concentration 303 () g/l, platelets 452 () ×10^9/l, plateletcrit 0.379 () %. No abnormalities were found in blood lipid, pepsinogen, or urine routine tests. ECG: 1. Sinus rhythm; 2. T-wave changes; 3. Left ventricular high voltage. Abdominal CT: calcification in the right hepatic lobe and a cyst in the left hepatic lobe. It was advised to combine clinical findings with follow-up examinations. Gastrografin contrast-enhanced scan revealed changes consistent with gastritis. After admission, the patient was placed on nil per os and received treatment with acid suppression, hemostasis, myocardial nutrition, and fluid replacement. The bleeding stopped, and the patient had no discomfort after transitioning to a liquid diet. A follow-up cbc showed an increase in hemoglobin compared to the previous value. On (B)(6) 2024, the patient and family requested discharge. The patient was instructed to rest after discharge, transition from a liquid diet to a regular diet after one week and was discharged on (B)(6) 2024. Considering that the patient no longer had symptoms of hemorrhage of digestive tract, the event was considered closed. Today, the initial and summary report of this sae event was submitted. Sae number: (B)(4). Severity: moderate. This event does not constitute a uade. The patient did not withdraw from the trial due to this sae (serious adverse event). The case is not classified as ischemic stroke, symptomatic encephalorrhagia, or all-cause mortality. It is considered that the hemorrhage of digestive tract may be related to the intake of antiplatelet medications. Therefore, it is judged that this sae event is definitely not related to the study device and definitely not related to the surgical procedure.¿ additional information was received on 25-apr-2025. Summary: on (B)(6) 2024, the patient experienced the event of ¿symptomatic epilepsy (secondary epilepsy).¿ the principal investigator (pi) assessed this event as a serious adverse event, moderate in severity, and as possibly unrelated to the study device and to the surgical procedure. This event required inpatient hospitalization and was treated with unspecified medication. The outcome is recorded as ¿symptom resolved,¿ with no end date listed. The event was not classified as an unanticipated adverse device effect (uade). There was no device deficiency, and the device remains implanted for continued use. Additional event information was reported as such, ¿the patient was admitted to our department on (B)(6) 2024, with the complaint of ¿detection of cerebral artery stenosis for over one month¿ and was admitted through the outpatient clinic with the diagnosis of ¿cerebral infarction and intracranial artery stenosis¿. On (B)(6) 2024, the patient voluntarily participated in the study titled ¿implantation of intracranial stent (cerenovus enterprise 2 intracranial stent) in patients with severe symptomatic atherosclerotic intracranial artery stenosis: a chinese multicenter, prospective, single-arm target value study (china icad study)¿ sponsored by medos international sarl and represented by johnson & johnson medical (shanghai) ltd. The patient signed the informed consent form (version: special edition for the first affiliated hospital of (B)(6), version 3.2, dated 29aug2023) with a screening number of 1322. On (B)(6) 2024, intraoperative angiography revealed severe stenosis of the right internal carotid artery. It was confirmed that the subject met all the inclusion criteria and none of the exclusion criteria for the china icad study. The subject was enrolled, and the study device, an enterprise 2 4.0*23mm stent (model: enci402312), was implanted, with a residual stenosis of 20.7%, indicating technical success. On (B)(6) 2024, the patient was discharged and told to continue oral drug therapy outside the hospital. In the early morning of (B)(6) 2025, the family members reported that the patient experienced convulsions of all four limbs during sleep more than one hour prior, with tonic spasms of the limbs, accompanied by loss of consciousness and unresponsiveness to calls, along with ¿um-hum¿ sounds. There was no trismus, upward deviation of the eyes, foaming at mouth, pallor or cyanosis of the face, or incontinence of urine or feces. The symptoms lasted for approximately 6 minutes before resolving. Upon waking, the patient could not recall the situation and had no special discomfort. The patient was immediately sent to the emergency department of a local hospital. The fingerstick blood glucose level was 10.5 mmol/l. The cranial CT showed: 1. Cerebral infarction and softening foci in the right basal ganglia region-frontal-parietal-temporal lobes; 2. Postoperative changes in the right internal carotid artery. The patient was admitted to the neurology department under the diagnosis of ¿epilepsy¿ by the emergency department. After admission, relevant examinations and tests were completed. The blood routine test results were as follows: hemoglobin: 99 g/l; hematocrit: 34.4%; mean corpuscular volume: 74.0 fl; mean corpuscular hemoglobin: 21.3 pg; mean hemoglobin concentration: 287 g/l; red blood cell distribution width cv: 18.0%; platelets: 426 × 10~9/l; plateletcrit: 0.369%; total protein: 63.7 g/l; uric acid: 492 mol/l; creatine kinase: 362.0 u/l. The stool routine test showed a negative result for occult blood. Cranial magnetic resonance imaging (MRI) indicated: 1. Cerebral arteriosclerotic changes with local luminal stenosis; the right middle cerebral artery and right internal carotid artery were not clearly visualized, and further examination was recommended; 2. Multiple infarct and softening foci in the right frontotemporal lobes, right basal ganglia region, right genu of the corpus callosum, and brainstem, with wallerian degeneration in the adjacent right thalamus and right part of the brainstem; 3. Inflammation in the bilateral maxillary and ethmoid sinuses, slightly thickened mucosa of the posterior nasopharyngeal wall, hypertrophy of the left inferior turbinate, and a left maxillary sinus cyst; 4. Slightly widened and deepened cerebral sulci and cisterns in the bilateral cerebral hemispheres. The electroencephalogram showed no significant abnormalities. The diagnosis of secondary epilepsy was made. The patient was treated with antiepileptic, antithrombotic, and anti-arteriosclerotic medications, as well as symptomatic and supportive therapies. The patient¿s epileptic symptoms did not recur. Consultations with relevant departments were requested to assist in treatment. After treatment, the patient¿s condition was currently stable, and the patient was discharged on (B)(6) 2025. The patient was instructed to continue taking antiepileptic medications outside the hospital, attend regular follow-up appointments, and seek medical attention if any discomfort occurred. On the night of (B)(6) 2025, the patient experienced another episode of epileptic symptoms during sleep, which lasted for approximately 8 minutes before resolving. After contacting the local hospital¿s physician, the antiepileptic medication regimen was adjusted. Sae number: (B)(4). Severity: moderate. This event does not constitute a uade. The patient did not withdraw from the trial due to this sae. The case is not classified as ischemic stroke, symptomatic encephalorrhagia, or all-cause mortality. Given that symptomatic epilepsy is considered to be potentially caused by cerebral infarction, it is judged that this sae is possibly unrelated to the investigational device and is possibly unrelated to the surgical procedure." Per the additional information received on 29-aug-2024, 11 oct 2024, and 25-apr-2025, regarding the adverse events of ¿symptomatic epilepsy (secondary epilepsy) and cerebral infarction¿; both events reportedly resulted from the ¿carotid artery occlusion¿ event, which was previously reported. There may be patient, procedural, and pharmacological factors (such as anticoagulation medication interruption) that contributed to the event, with no indication of a device malfunction or defect. However, based on the pi and cec assessments, the correlating relationship between events to the used study device as a contributing factor cannot be ruled out. Therefore, the events of ¿symptomatic epilepsy (secondary epilepsy) and cerebral infarction¿ meets us FDA reporting criteria under 21 crf 803 with the classification of ¿serious injury,¿ with an awareness date of 29-aug-2024 for ¿cerebral infarction¿ and (B)(6) 2025 for ¿symptomatic epilepsy (secondary epilepsy).¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). D sections on this med watch report: b4, b5, g3, g6, h2, and h11. Section b5: additional information was received on 03-jan-2025. Summary: the adverse event term ¿carotid artery occlusion¿ was updated to ¿right internal carotid artery occlusion.¿ a supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, and h11. Section b5: additional/modified information was received on 23-jul-2025. Summary: regarding the event of ¿symptomatic epilepsy (secondary epilepsy)¿ additional event information was provided: ¿on the night of (B)(6) 2025, the patient experienced another episode of epileptic symptoms during sleep, which lasted for approximately 8 minutes before resolving. After contacting the local hospital¿s physician, the antiepileptic medication regimen was adjusted. The initial sae report was submitted today. Sae number: (B)(4). Severity: moderate. This event does not constitute a uade. The patient did not withdraw from the trial due to this sae. The case is not classified as ischemic stroke, symptomatic encephalorrhagia, or all-cause mortality. On (B)(6) 2025, the patient came back to the hospital for follow-up postoperative 12 months and complained of recurrence of epilepsy at night on a certain day (specific date could not be recalled), which lasted 7-8 minutes and then recovered. The patient did not visit the hospital for diagnosis and treatment and continued to take lamotrigine tablets 25 mg in the morning and 50 mg in the evening. A follow-up report of this sae was submitted today. Given that symptomatic epilepsy is considered to be potentially caused by cerebral infarction, it is judged that this sae is possibly unrelated to the investigational device and is possibly unrelated to the surgical procedure.¿ a supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, and h11. Section b5: additional/modified information was received on 12-sep-2025. Summary: regarding the event of ¿cerebral infarction,¿ the answer of non-drug therapy field was updated from ¿no¿ to ¿yes.¿ a supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.